Manufacturer narrative:
The impella lp2.5 was discarded subsequent to use, preventing any evaluation of the suspect impella lp2.5. The automatic impella controller data logs were also not returned for analysis. In conclusion, a root cause was unable to be determined because product and data were not returned.

Event description:
The complainant reported that on (B)(6) 2018 the physician placed an impella lp2.5 in a (B)(6) male patient who had a mechanical mitral valve previously placed. Approximately one hour prior to the insertion of the impella a va-ECMO had previously been placed. On (B)(6) 2018 patient bleeding and hemolysis occurred, requiring the administration of 240 units of packed red blood cells and 180 units of fresh frozen plasma. The patient bleeding emanating from both the ECMO and impella lp2.5 insertion sites. The clinicians determined that the hemolysis was the result of the inlet of the impella touching the mechanical valve in the mitral position as a result of the abnormal shape of ventricle and the dilated cardiomyopathy (dcm). The physician reported that by re-positioning the impella lp2.5 the hemolysis improved in the next day. On (B)(6) 2018 the impella lp2.5 was removed from the patient, and an impella lp5.0 was placed in an effort to provide the patient with additional hemodynamic support. On (B)(6) 2018 the patient expired due to worsening condition. There was no indication from the complainant that any issue with the impella lp2.5 caused or contributed to the patient outcome.